Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: just for clarification, did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? If yes, was the staple line and cut line equal in length? When unformed staples were seen, had they been delivered into the tissue? No information.

Manufacturer narrative:
(B)(4). Batch # n56w66. The analysis found that one pcee60a device was returned with no apparent damage and with a gst60d partially fired cartridge not loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: just for clarification, did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? If yes, was the staple line and cut line equal in length? When unformed staples were seen, had they been delivered into the tissue?

Event description:
It was reported that during an open gastrectomy, the knife stopped at the second firing. The staples were unformed. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient.